Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.25x16mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the edge of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.